Event description:
The e-mail received from the (B) (6) indicated that during a stenting procedure with a precise stent, the patient experienced hemiparesis on the left side. Onset was sudden and recovery was full with no deficit. The neurological deficit was not diagnosed as a stroke or tia. The angioguard was in place when the symptoms began. The cath report stated that the patient had left upper extremity weakness which was transient while the filter was deployed and the stent expanded. This dissipated with filter removal although they did prophylactically aspirate with a fetch thrombectomy catheter prior to taking the filter out of the internal carotid artery vessel. All symptoms went away post procedure.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 9616099-2010-00301.information was received via the (B) (6) that during a carotid artery stenting with the precise ((B) (4)) stent and angioguard ((B) (4)) embolic protection device, the patient experienced left hemiparesis. Onset was sudden and recovery was full with no deficit. The procedural report stated that the patient had left upper extremity weakness which was transient while the filter was deployed and the stent expanded. This dissipated with filter removal although they did prophylactically aspirate with a fetch thrombectomy catheter prior to taking the filter out of the internal carotid artery vessel. All symptoms went away post procedure. The neurological deficit was not diagnosed as a stroke or tia. The angioguard was in place when the symptoms began. It was indicated that there were no technical difficulties with the use of the angioguard and precise and no associated major adverse event. At baseline the (B) (6) male had a medical history including congestive heart failure, coronary artery disease, coronary percutaneous revascularization, and hypertension. At baseline the (B) (6) stroke score was 0 and the patient was asymptomatic. The target lesion was located in the proximal right internal carotid artery (ica). The reference diameter was 9.0mm with a lesion length of 20mm with severe calcification, 85% diameter stenosis, and no documented vessel tortuosity. The 9mm angioguard was deployed without technical difficulty. The lesion was predilated with no resistance documented. The 9x30 precise stent was deployed at the target lesion with no stent malfunction. The event occurred after stent deployment prior to removal of the angioguard. After aspiration the angioguard was removed without technical difficulty or associated adverse event. It was indicated that there was debris in the basket. The patient was discharged with an (B) (6) score of 0 with no major adverse event. Antiplatelet therapy included pre & post procedure and discharge clopidogrel and aspirin.the precise stent remains implanted and therefore is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15007950 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.note: lake region lot number 01403415 is cordis lot number 70908517. The angioguard was not returned for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01403415 which corresponds to cordis angioguard lot 70908517. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Neurological symptoms are known potential adverse events associated with carotid artery stenting procedures. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream. Reduction in distal flow may be decreased as this debris is captured in the angioguard. The physician may elect to use aspiration techniques to take advantage of the blockage function of the filter and remove the debris to restore flow normal flow. The IFU states, if the distal perfusion of dye is significantly reduced or no dye is perfusing past the filter basket or guidewire distal marker band, the angioguard rx emboli capture guidewire may have reached its capacity to contain emboli. If there is a severe reduction in distal dye perfusion, it is recommended to exchange the angioguard rx emboli capture guidewire for a new one. Based on the available information, there is no indication that the reported transient hemiparesis during the carotid stenting procedure is related to a manufacturing issue or defect of the devices. Review of the information suggests that patient, procedural and vessel/lesion characteristics likely contributed to the event; therefore, no correction actions will be taken at this time.